Event description:
Customer unhappy with the new dressing she just received. After she takes a shower, these dressings become very sticky and her clothes stick to these dressings. Also the adhesive is sticking to her skin and is a problem to remove. She just had her infusion set pull out. She was able to put it right back in without any ill effects.

Manufacturer narrative:
Report of event received on 07/31/2008, samples received from customer and forwarded to mfg site for investigation on 08/19/2008. Investigation results will be submitted in a supplement report.